Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The clinical representative (cr) was present for a rns case. After the rosa portion of the case, the robot arm was driven to the park position (~11:22 am), but was stopped by the metal arm holding the computer screen. The cr tried to move the arm but it was too late ¿ the robot arm already detected the collision and shut down. The cr restarted the computer, and the robot arm did not connect; rosa shut down again (11:26 am). The issue was fixed with a manual release at position 2. There was no delay and no patient impact in the case (occurred after rosa portion).

Manufacturer narrative:
A full analysis of the data logs has been performed, and this analysis concluded that: - the robot arm collided with the computer screen arm, resulting in an excessive force that led to a shutdown of the robot. This is a normal behavior of the device. Releasing the vigilance device could have prevented the collision. - the arm failed to connect, due to a memory allocation issue that prevents the controller from initializing properly. In order to solve the issue, the user had to shut down and reboot the computer. This is a known software anomaly that will be addressed through our design issues management process.

Event description:
The clinical representative (cr) was present for a rns case. After the rosa portion of the case, the robot arm was driven to the park position (~11:22 am), but was stopped by the metal arm holding the computer screen. The cr tried to move the arm but it was too late ¿ the robot arm already detected the collision and shut down. The cr restarted the computer, and the robot arm did not connect; rosa shut down again (11:26 am). The issue was fixed with a manual release at position 2. There was no delay and no patient impact in the case (occurred after rosa portion).